Event description:
Complainant alleged that during testing, the device displayed a red "x" status indication message and a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.